Event description:
Boston scientific received information through the latitude patient monitoring system that this device had recorded a low pacing impedance measurement and had oversensed noise. A red alert was later received stating the device had recorded pacing impedance and shock impedance measurements high and out of range. The patient requested the device be turned off. No adverse patient effects were reported.

Manufacturer narrative:
The local sales representative was contacted in an attempt to retrieve information concerning this event. No intervention had been performed. The patient was referred to a different hospital, and no further information has been received. This event will be updated if additional information becomes available.